Manufacturer narrative:
Follow-up #1 date of submission 05/19/2016-device evaluation: the pump has been returned and evaluated by product analysis on 05/02/2016 with the following findings: evaluation revealed that the pump history shows no evidence of any cancelled or undelivered boluses. The pump boots to the verify screen with audible and vibratory features. A 24hr duration test was successfully completed with no eaw¿s. Investigators manually performed a 10u normal bolus and a 10u audio bolus successfully. Both were fully delivered and accurately recorded in the pump history. No hypersensitive keys were observed on the keypad. The daily insulin delivery totals correctly reflect user's programmed basal rates. The pump passed delivery accuracy test and was found to be delivering within required range and delivering accurately. Investigators were unable to duplicate the complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a blood glucose of 17 mmol/l with nausea, extreme thirst, and rapid heart rate and breathing. The reporter indicated that a bolus was programmed and the pump emitted a low cartridge warning. The reporter indicated that the pump history showed that the bolus had delivered but afterward the blood glucose levels were elevated for the remainder of the day and did not feel that the bolus insulin was received. This report is made based on the allegation that the patient experienced hyperglycemia related to the bolus delivery issue.